Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a return of symptoms, including bowel incontinence. It was also reported that they did not feel the stimulation and the therapy was on. They were on program 3 at 2.7 volts. They increased all the way to 8.5 volts and felt nothing and tried the other three programs and still felt nothing. This was noted to be a sudden change and it started about a week prior to the report. There were no medical procedures, electromagnetic interference (emi), trauma, or falls related. They were going to follow-up with a healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported they reported the information because they could not get their device to work. The steps involved to reduce the sudden return of symptoms and not feeling stimulation was the patient called in and stimulation was turned up as high as it would go. That didn't work so the patient was directed to their healthcare professional (hcp). At night after the call ((B)(6) 2017), the patient was laying in bed and the implantable neurostimulator (ins) started working on number 8. The patient had to go quickly turn it down. The patient does not know why it started working again. The problem no longer persists. No additional patient symptoms were reported.

Event description:
Follow-up with the patient's healthcare provider (hcp) indicated that the cause of the symptom return and lack of stimulation remains unknown and the patient has not yet noticed a difference in terms of these issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back and wants to reach out to another surgeon who could remove the device. They explained they want the device removed because it is not working at all anymore for their symptoms and is very painful. It was reviewed that the patient cna reach out to any healthcare provider (hcp) that is familiar with the manufacturing company's ins and see if they can remove it. The listing is voluntary so there might be other hcps in the area. They will call their surgeon and ask. No further patient complications have been reported as a result of this event.